Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus therapy. The customer's blood glucose (bg) levels ranged between 40-70mg/dl and 240-460mg/dl. The elevated bg levels would be addressed by delivering correction boluses or administering manual injections. The customer stated that the low bg levels were caused by insulin delivered prior to the occlusion alarms and addressed by consuming glucose, juice or carbohydrates. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.